Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock exhibited loose connection. No serious injury or medical intervention was reported.

Event description:
It was reported that bd connecta stopcock exhibited loose connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Unfortunately a lot number could not was not submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However, a sample and photograph were provided for the purpose of aiding our quality engineer's investigation. The provided device was subjected to pull testing and visual evaluation of the device was unable to reveal any damage to the unit. Unfortunately, the root cause for this complaint could not be determined without the ability to observe or replicate the reported failure mode. Bd will continue to track and trend for this issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.